Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4)

Event description:
This report is to notify of a potential complication at (B)(6) hospital in (B)(6). On or around (B)(6) 2014, in a conversation with the treating physician, the question came up regarding specific lot numbers of ped and documented complications. The physician had questioned lot #9724633, a device that he had placed in a patient. He was concerned with the recent announcement of the limited ped recall. Patient demographics, current condition, device size, date of implantation/event are all currently unknown. More information will come in as it is obtained.